Event description:
Pt returned to or (operating room) for unplanned surgery to remove a retained drain catheter tip. This occurred after unsuccessful removal of drain at bedside. Successful retrieval of drain tip in the or, sent to pathology.